Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported driveline infection could not be conclusively established through this investigation. The patient reported ongoing drainage from his driveline exit site, and they were instructed to perform daily dressing changes. A wound culture was taken of the driveline which came back as scant growth of klebsiella. Patient was then started on augmentin. Their antibiotic was changed to cefuroxime for 10 days until transplant. The patient underwent a transplant on (B)(6) 2020 because the infection was resistant to antibiotics. The patient was alive, and the device operated as expected. The device was not returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23oct2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists various forms of infection as adverse events, as well as a potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient reported ongoing drainage from their driveline exit site. The patient was informed to continue daily driveline dressing changes and incorporate aquacel silver strips as well as send photographs to the team. The patient was seen in the office on (B)(6) 2020 and a wound culture was taken of the driveline which came back as scant growth of klebisella. The patient was then started on augmentin and had a follow-up visit with the doctor on (B)(6) 2020 and infectious disease on (B)(6) 2020 who changed the antibiotic to cefuroxime for 10 days until the transplant. On (B)(6) 2020, the infection resolved without sequelae. On (B)(6) 2020, the patient underwent a transplant due to the infection that was resistant to antibodies.